Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that they are not able to get any feeling with stimulator and doesn't think it is working at all. Patient is not getting any relief of bladder symptoms. Patient said this started about a month ago. Patient was on program 3 at 8.5 volts and felt nothing. We tried on the call to program 1, 2, 4, 5, 6, 7, and went to 8.5 and patient felt nothing. Patient, they did fall over the dog crate and patient stated they use to feel stimulation when it was working. Patient had a lot of hematoma in leg, and bruising in hips and ribs. No further complications were note or anticipated